Manufacturer narrative:
Pta was performed on a 95% occluded lesion in the left internal carotid artery of 20mm in length in a 2.1mm vessel diameter. There was moderate calcification. An angioguard xp delivery was successfully deployed and retrieved. There as no debris found within the filter basket after removal from the patient's body. The lesion was pre-dilated with a 3.5mm balloon at 8 atm and a precise stent was successfully deployed. The diameter of the unconstrained stent size was 1-2 mm larger than the vessel diameter. Post-dilatation was performed with a 5.5mm balloon at 10 atm. The patient had no known allergies to nitinol, nickel or titanium, but did have neurological symptoms prior to the procedure. There was a tight seal between the sds and the toughy borst (hemostasis) valve of the sheath introducer/guiding catheter during aspiration. It is unknown if the user aspirated prior to contrast injections. There were no air bubbles noted at any time during the procedure. Thrombus was not noted pre or post-deployment. The product was stored and handled according to the IFU. Nothing unusual was noted about the stent delivery system prior to use. There was none encountered while advancing/tracking the sds towards the lesion. No unusual force was used at any time during the procedure. It is unknown if thrombus was present proximal to, at, or distal to the lesion site. The stent expanded fully with good wall apposition. The report received, indicated that one day after stent placement in the left internal carotid artery, the patient developed hyperfusion syndrome, resulting in a stroke with symptoms of convulsions. Subarachnoid hemorrhage (in left frontal lobe) on the ipsilateral side was confirmed by CT. According to the physician, this occurred due to the increased blood flow resulting from the stent placement, which contributed to the stroke. The patient has recovered. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 13398527 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Numerous reports have subsequently documented the risk of hyperfusion syndrome after carotid endarterectomy, after carotid angioplasty and after intracranial angioplasty. Estimates of the incidence of hyperfusion syndrome after carotid revascularization range up to 3%. Typically, intracerebral hemorrhage develops on the third to fifth postoperative day, though there have been cases observed immediately after surgery, as well as cases developed 3 weeks after revascularization. Evidence from observational studies, in lack of randomized trials, suggests that a number of factors-all referable to hemodynamic exhaustion of the cerebral circulation-play a role, such as recent stroke, surgery for very tight internal carotid artery stenosis, concomitant contralateral tight lesion, impaired cerebrovascular reserve (cerebral hypoperfusion), and marked postoperative increase of an ipsilateral peak middle cerebral artery flow velocity in addition to pre- and postoperative hypertension. There is no evidence to suggest that the event is related to the design or manufacturing process of the device. Review of the available information suggests that patient factors and/or vessel/lesion characteristics may have contributed to the event.

Event description:
The report received indicated that one day after pta, the patient developed hyperfusion syndrome and a stroke with symptoms of convulsions. Subarachnoid hemorrhage (in left frontal lobe) on the ipsilateral side was confirmed by CT. General anesthetic was given and he was being carefully monitored. According to the physician, the hyperfusion syndrome was occurred, due to the increased blood flow by stent placement and this contributed to the stroke. The patient has recovered from hyperfusion syndrome.